Event description:
Sales rep. Called to report "loose lever locks" in 2002. Two days later, account contact states they have had several minor incidents of chemotherapy drugs leaking in the oncology unit. No patient or staff injuries reported in any incident.